Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The company service representative examined the system and was able to replicate the shifted incisions reported by the customer. The company service representative calibrated the centration of system¿s video microscope (vm) to address the reported issue. Unrelated to the reported event, the company service representative adjusted the system¿s auto focus functionality. The system was then tested and met all product specifications. The root cause can be attributed to the video microscope that was out of calibration. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that during laser assisted cataract surgery in the right eye, while performing the capsulotomy, the laser did not fire in line with the optical coherence tomography (oct) marks. Instead, it fired to the left and hit the iris. This resulted in hyphema and injury to the iris. Aspiration of the hyphema from the anterior chamber was performed to treat the event. Per the surgeon, the event resolved with the treatment. No further information is expected.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).